Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 12/6/2018 . Additional narrative: it was reported that the patient died on (B)(6) 2017 due to breast cancer. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time